Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient stated they could not get the implanted neurostimulator battery to increase past 60% since monday. Patient stated the implant was at 40% and they sat for over 2 hours trying to get it to go up, but it would not increase past 60%. Patient also commented that the date was off on their controller and agent provided information. Agent had patient reset the controller and patient confirmed no visible damage to the controller battery compartment or to the recharger. Patient then connected recharger and confirmed recharging excellent with the green light flashing above the screen. Patient reported controller at 40% and ins 60%. While still on the call, ins increased to 70%. The troubleshooting steps that were taken on the call resolved the issue.

Manufacturer narrative:
Continuation of d10: product ID 97745 (serial: (B)(6)); product type: 0201: programmer patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.